Event description:
The customer reported that he was treated by the paramedics due to low blood glucose levels. The customer stated that his blood glucose was 29 mg/dl, but his sensor glucose was reading 102 mg/dl, and he didn't get any alarms. Troubleshooting was performed. Found that the sensor appeared to be responding properly. However, the customer was only calibrating two times a day. Advised the customer to calibrate at least four times a day. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.